Event description:
Attempts to wean the pt from cardiopulmonary bypass were unsuccessful due to low cardiac output. An iab was inserted trans-thoracically while still on by-pass and when it was hooked up, the balloon did not fill. Attempts to manually inflate the balloon were unsuccessful and the catheter was subsequently removed and replaced. The replacement worked as intended. The perfusionist was not able to inflate the malfunctioning balloon even after it had been removed from the aorta. (Event complications: none from the event - reported 9/10/98. Pt's current status: unk - reported 9/10/98.)